Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the second treatment pass an "e21 - motorpack error" message was generated by the aquabeam robotic system. Multiple troubleshooting steps were performed to resolve the issue without success. As a result, the treating surgeon proceeded to abort the aquablation procedure, considering one treatment pass to be sufficient. The treating surgeon was satisfied with the outcome of the procedure. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam motor pack was returned for investigation of the reported event. Visual inspection was observed to have no physical damages or anomalies. Functional testing was performed and no abnormal signals were observed. The root cause is undeterminable as it is unknown what caused the reported event. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the reported e21, e22, and e23 motorpack errors. A review of the device history record (DHR) ab2000-b/ serial number (B)(6), and aquabeam motor pack with lot number 23c00799 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5 system detected errors and faults e21 - motorpack error release foot pedal and click x. If error persists, replace motorpack. E22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.